Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple times throughout a laparoscopic hysterectomy, the surgeon experienced sticking when putting instruments in and out of the 5mm trocar. The 11mm trocar was hissing and losing pneumoperitoneum and the bladder neck when 5mm instruments were inserted. The surgeon put up with the problems and did not replaced the devices. There was no patient injury.